Event description:
Pt undergoing stent placement. When the dr attempted to remove the balloon after the stent was deployed, the balloon burst and the stent broke. The pt required another surgical procedure to retrieve the fragment.